Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08oct2025.

Event description:
No additional information received from the customer.

Event description:
It was reported that the videoscope cable displayed a grey screen and the image was not visible with two different scopes. The event occurred during an unspecified therapeutic procedure and was completed with a third replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.